Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the patient had the pump implanted (B)(6) 2008 with draining wound 2 weeks later and cellulitis. The pump was removed (B)(6) 2008 for gram neg rods. The patient was seen post op x1 on (B)(6) 2008 and not seen since.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had the device removed about 2 weeks after it was put in because it was not working correctly and the patient got an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.